Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced issues with multiple reservoirs. She stated that sometimes she cannot get the insulin to go through into the tube and has to transfer the insulin from one reservoir to another. She stated that the morning of the call, she had gone through 2 reservoirs and 2 infusion sets. Customer's blood glucose value is unknown. No troubleshooting was done and the customer declined to send the product back for analysis.